Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect a downstream occlusion while set at the "high" setting. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.